Event description:
Material no.: 305901, batch no.: 9001893. It was reported that before use of the bd safety glide¿ needle one syringe was found with an odd silver lining as well as a clear sticky honey like substance. The following information was provided by the initial reporter: occurrence: (1) was found with an ¿odd¿ silver lining as well as a ¿clear sticky honey like substance¿. This was noticed before use.

Manufacturer narrative:
H.6 investigation summary: a strip of 5 sealed packaged safetyglide needles was received, confirmed to be from batch #9001893 (p/n 305901). The samples were visually evaluated. The bottom web was observed to have silver splice tape running across the entire strip on both sides of the web. The ¿sticky¿ substance was identified to be the adhesive from the splice tape. The tape was broken up where cavities were formed. The adhesive remained in those spots. In addition, no seal was formed where splice tape was present, creating an open seal condition in all 5 packages. Current sensor and process were challenged for functionality. The process worked as designed with the sensor detecting the tape, the machine not loading product and rejecting the packages. Potential root cause for the open seal is due to the presence of bottom web manufacturer splice tape in the packages. The likely root cause for the splice tape: (1) malfunctioning or turned off sensor at the time the splice tape went through. The following actions were already pursued. For prevention: (1) corrective actions took place in july 2019 to lock the splice detector sensor option in the control panel. This option prevents anyone from disabling its function. For detection: (2) a failsafe is in place in case of sensor failure. If the sensor malfunctions or is inoperable, the machine does not form any cavities and product physically cannot be loaded and sealed. No additional actions are recommended at this time a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 305901 batch no.: 9001893. It was reported that before use of the bd safetyglide¿ needle one syringe was found with an odd silver lining as well as a clear sticky honey like substance. The following information was provided by the initial reporter: occurrence: (1) was found with an ¿odd¿ silver lining as well as a ¿clear sticky honey like substance.¿ this was noticed before use.